Event description:
The customer alleged there was black residue on the light cords after manually cleaning them with cidex opa solution. The customer stated that no patient or injuries were involved. Asp provided literature to the customer regarding this issue.